Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with missing separators and bubbled downstream occlusion sensor. During analysis, the reported issue was able to be duplicated. The pump displayed red screen with error 45639. It was noted that faulty printed wire assembly (pwa) board was the cause of the reported issue. Service will replace the pwa board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 45639. No adverse effects were reported.